Manufacturer narrative:
Continuation of d11: product ID: 977d260; lot# serial#: (B)(6); implanted: on (B)(6) 2019; explanted: on (B)(6) 2019; product type: screening device; product ID: 977d260; lot# serial#: (B)(6); implanted: on (B)(6) 2019; explanted: on (B)(6) 2019; product type: screening device; product ID: neu_stylet_acc; product type: accessory; product ID: neu_stylet_acc; product type: accessory; h3: analysis of the leads; (B)(6) found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 17-dec-2022, UDI#: (B)(4). Product ID: 977d260, serial/lot #: (B)(4), ubd: 17-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a trial patient with a wireless external neurostimulator (wens). The rep reported that both leads were implanted and advanced easily. Once implanted, to the satisfaction of the surgeon, the leads were attached to the wens. The rep reported that once attached one of the leads had contacts 0-4 with red connectivity and the other lead had contacts 0 and 7 with red connectivity. The rep reported that the same contacts had high impedances greater than 40,000 ohms. The rep reported that the physician tried to reinsert the leads multiple times into the wens and it still showed the same result. A new wens was used, which also showed the same results as the first wens, along with the same contacts. The rep reported that the leads were explanted and two new leads were implanted. The new leads were connected to the wens with green connectivity and impedances were within normal limits. It was unknown what factors could have led to the issue. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.